Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that the patient underwent lip filling with juvéderm® volbella¿ with lidocaine for 15 days. The patient was then injected with 0.1 ml of the product in the region of marionette line in the left. At the time of injection, the hcp immediately noticed a change in local color on the lower lip artery topography. The patient experienced a vascular occlusion. The hcp initiated heat, massage, and injected hyaluronidase, with partial improvement. The hcp also prescribed clopidogrel, vasodilator, and oral corticosteroid. On the following morning, the patient had an ultrasound of the region, which showed no arterial obliteration. As it kept livedo in the region, more hyaluronidase was injected, totaling approximately 2000 rtu. The patient is getting better.